Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a novum iq large volume pump malfunctioned. The nurse entered a specific key; however, the pump displayed a different number. This occurred during use on an unspecified hospital unit; however, patient involvement was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional keypad testing was performed and the keypad failure was reproduced; when 5 was pressed, 85 appeared on the display and when 8 was pressed, 85 appeared on the display. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition is a defective keypad. The keypad requires replacement to resolve this issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.